Event description:
It was reported the cannula did not deploy. The patient's blood glucose rose above 250 mg/dl while wearing the pod for between 4 and 24 hours. As treatment, an insulin injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window, though the position of the linkage assembly indicated that the needle had fired. The investigation confirmed that the needle mechanism had fired, however the slide insert was not securely held in place in its intended position by the catch beam after firing of the needle mechanism. Extra material was found on the slide insert where the catch beam is intended to sit after soft cannula deployment, resulting in the soft cannula retracting after the catch beam failed to catch the slide insert during deployment. The extra material on the slide insert was confirmed to be the cause of the reported failure of the cannula to deploy. Cracks were observed in the top housing. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.